Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced an ischemic cerebral vascular accident (cva) that progressed to a hemorrhagic cva approximately one year ago. The event was previously unreported. The patient had been off of anticoagulation since the cva. A head recent head CT performed on an unspecified date was negative for any new or acute findings. The patient was transferred out of the ICU on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.